Event description:
It was reported that a high drain 106 alarm occurred at the end of therapy on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The care giver (cg) stated the home patient (hp) had not experienced any overfill symptoms. The technical service representative (tsr) assisted the cg to cycle power to clear the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A service history review was conducted and revealed several increased intra-peritoneal volume (iipv) events in the logs. However, there was no device failure identified that would have caused or contributed to the reported iipv. The device was not returned for analysis; therefore, no evaluation could be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.